Event description:
I&d of right total knee with exchange of liner.

Manufacturer narrative:
The bearing surface of the insert shows a considerable amount of scratches and pitting on both compartments for a device that was only implanted for one month. Other marks are consistent with removal of the insert from the baseplate. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review: there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lot. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
I&d of right total knee with exchange of liner.

Manufacturer narrative:
At this time, it cannot be determined if these devices may have caused or contributed to the patient's infection. Other devices listed in the report: cat. No. 5510f302, triathlon cr fem comp #3 r-cem, lot code: s986c; cat. No. 5520b200, triathlon prim cem fxd bplt #2, lot code: s97mn; cat. No. 5550-g-278, triathlon symmetric x3 patella, lot code: kj11. When completed, the evaluation summary will be submitted in a supplemental report.